Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. Reportedly, the customer sometimes uses fiasp brand insulin, tandem technical supported educated the customer this is off label insulin use. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.